Event description:
During a mock embryo transfer procedure, the physician was attempting to remove the inner catheter and it got stuck on the outer catheter. When the physician removed the soft-pass echotip embryo transfer catheter it was noted that the echo tip band was not there. An ultrasound was done and the tip was found in the patient. The patient had a separated band retrieved via hysteroscopy on (B)(6) 2014. It was indicated that they had to go in with a rigid scope to remove the band as it was difficult to retrieve. This was the second ivf procedure for the patient. There was no sharp cervical angle. No harm was noted to the patient.

Manufacturer narrative:
(B)(4). Event is still under investigation.